Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that post implant, periods of asystole were noted on the hospital's telemetry. When tested with the programmer, the right ventricular (rv) lead showed no abnormalities and normal measurements. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.